Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks prior to contacting lfs. The patient manages his diabetes with insulin. It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly exercised by walking. After the start of the alleged issue, the reporter claimed the patient developed symptoms of ¿high blood sugar.¿ specific symptoms were not provided. The patient was administered insulin as treatment. The patient was also treated for a bacterial infection. The patient was reportedly admitted into the hospital for about 5 days. On (B)(6) 2014, it was reported the patient obtained a result of ¿209 mg/dl¿ with the hospital meter. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/18/2014).the patient¿s meter has been returned on 7/8/2014 and evaluated by lifescan product analysis on 7/9/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the battery was found to be missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.